Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the service history revealed the device has been serviced within the last 12 months. Evaluation serviced the device for the same allegation. The allegation was not confirmed during evaluation. No correction was performed. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the customer reported zero and one soft key were not working, which was reproduced during service by troubleshooting the device. The 0 and on/ off buttons were found to not function normally. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump zero and one soft key on the keypad were not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.